Event description:
It was reported by a veterinarian that an animal experienced post op suture breakage several days following the surgery.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.